Event description:
The user reported an over infusion occurred during an intravenous administration in a pediatric unit. The prescription was for 20ml of gluconate in 500ml of g10 at a rate of 7ml per hours; however, after 10.5 hours, it was noted that more than 375 ml had been infused. The ivac 571 pump was used for the first 6.45 hours of the infusion; this was then switched to dps orchestra syringe pump from fresenius (non cardinal health pump). The nurse drew out 50ml of fluid from the bag into a syringe and connected this to the syringe pump. Four hours later, it was noted that the baby's urine output was unusually high and that the fluid in the bag of 500ml was almost empty. The info received indicates that the pt was hyperglycaemic at 14g/l. The physician flushed the child's system (no further specifics) and 5 hours later, the baby was stabilized. The facility indicated that no insulin was administered to the patient to reduce the hyperglycaemic condition. No adverse sequela has been disclosed at this time. No additional info was available.

Manufacturer narrative:
MFR's report date: 05/12/2009. Pt info requested and all available info is included. This report was filed by the MFR. The device was received. Investigation is not complete. A follow up report will be submitted with any relevant info.